Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a single leaflet device attachment (slda). It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), with a jet on a2p2 segments, thick chordae and restricted mobility of the leaflet. An xtw mitraclip was positioning in the center of the valve. The xtw clip was deployed. It was decided to implant a second clip, lateral to the first. During grasping with the second clip, there was an interaction with the first clip, however, there was no damage during or after the interaction to either clips. As grasping was continued with the second clip, a single leaflet device attachment (slda) of the anterior leaflet occurred with the first xtw clip. In the physician's opinion the slda was due to the anatomy. The second clip was implanted lateral, and a third clip was implanted medial to the xtw clip to stabilize the slda. The procedure was successful, and the mr was reduced to <1. There were no adverse patient effects or clinically significant delay. The patient is stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damage by another device appears to be related to procedural condition and the slda was due to patient morphology/pathology. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The additional clip that was referenced in b5 of the initial report is filed under a separate medwatch number.